Event description:
Silverhawk directional atherectomy of mid and distal left sfa via right fa with filterwire distal protection. Complications: mechanical device failure with the atherectomy device binding up upon the wire. With attempt to remove the entire system. Balkin introducer, atherecomy and wire, the atherectomy separated into 2 pieces at the junction between the metal housing and plastic nosescone. A 9.f introducer was placed into the rfa over 2 0.014 wires (filterwire and another buddy wire). Attempts of returning the nosecone were thwarted by a mesh of bent wire in right external iliac artery. Nosescone was firmly fixed in external iliac artery by filterwire and filterwire basket in the proximal right common iliac artery, all still together. Was able to pull mesh of wire through arteriotomy site (puncture site), right fa, along with a 3 mm ring of arterial tissue. No further attempts were made to enter the right fa the dr (on call vascular surgical back-up) was called. Anigoraphy via right radial artery, of both iliac arteries and right sfa were performed which showed good result left sfa. No injury to either iliac arteries. Pt remained hemodynamically stable. Pt went to dr for surgical removal of nosecone of artherectomy device. Results: successful ditatation of left mid and distal sfa with filterwire distal protection, mid left sfa 90% to 10 - 20% residual using ls silverhawk directional atherectomy. Distal left sfa (instent restenosis 100% to 20-30. Residual using ls silverhawk directional atherectomy. Plan: to or for removal of nosecone of directional atherectomy device as a result of a medical device failure.